Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a b30 scope communication error message due to the socket being really dirty. The issue was found during a diagnostic procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) seven years since the subject device was manufactured. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined because the device was not returned. Olympus will continue to monitor field performance for this device.